Manufacturer narrative:
Evaluation has begun, but is not complete. When investigation is completed, a follow-up report will be sent.

Event description:
The hospital stated that, when they opened the package, they confirmed the adhesive side (gel) of pad had not been sticky and returned it for investigation. In 2007, when the sample was tested, an unrelated fault was found of no electrical continuity. This has the potential to cause a device related burn.